Manufacturer narrative:
Investigation found that pump failed volumetric accuracy tests. Pump was calibrated to resolve the issue.

Event description:
Information received indicated that pump fails volumetric accuracy test at 9.52ml (rate and dosage are 125ml/hr and 10ml) and 4.59ml (rate and dosage are 19.9ml/hr and 5ml).